Event description:
Adverse event(s): "overcorrection" (overcorrection); "induced astigmatism" (blurred vision); "decreased bcva" (vision, impaired). Product problem(s): "none reported" (no info). An ophthalmic technician reports a pt is overcorrected with induced astigmatism and a decrease in bcva in the left eye following refractive surgery. The surgeon's target for this pt was plano and at 3 weeks post-op the pt's manifest refraction was +1.75 -.50 x 158. Bcva decreased 1 line.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).